Event description:
It was reported that after this right ventricular (rv) lead was implanted in the rv septum, the pacing impedance measurements were greater then 2000 ohms. The adjusting the testing connection cable, there was still no change. Thus the lead was not used and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.